Event description:
This device was returned with oos documentation from ela medical. Per oos, the lead failed to capture and pace. When attempting to reposition the dislodged lead, the helix did not re-deploy completely.